Event description:
It was reported via user facility medwatch that stent dislodgement occurred. Following pre-dilation, a 9.0x40x75cm express ld stent was advanced for treatment. However, during inflation, the stent got dislodged. The stent was able to be repositioned and was successfully implanted, completing the procedure. No patient complications were reported and the patient status was good.